Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire.

Event description:
The customer reported via phone call that the insulin pump would not vibrate when vibrate feature is on. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the insulin pump still did not vibrate after inserting a new battery and during self test. The insulin pump was returned for analysis.